Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence has been performed in an attempt to obtain additional information regarding the treatment, however, it was unsuccessful. The patient is reportedly doing well. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection system lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The patient was hospitalized on (B)(6) 2014. The patient was prescribed intravenous antibiotics (co-amoxiclav and flucloxacillin) on (B)(6) 2015 for 3 weeks. On (B)(6) 2014 a surgical procedure was performed for incision and drainage. This is the final report.

Manufacturer narrative:
The patient reportedly experienced postauncular abscess prior to explant surgery.

Event description:
It was reported that the patient developed an infection at the implant site. The patient's device was explanted. The patient is being monitored. Advanced bionics is in the process of gathering more information. Once more information is obtained a supplemental report will be submitted.